Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported issue was not reproduced. A review of the event history log revealed 'shut door - power off' messages which verifies the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed that door was open when the door was closed. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.